Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2025, at around 8:00 am. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿97 mg/dl¿ with the subject meter. The patient reported that at the time of the alleged issue, she began to experience symptoms of hypoglycemia described as ¿confusion, impaired thinking and excessive sweating¿. The patient stated that she took some candy then around 1:00 pm, her sister found her ¿unresponsive to communications¿ and called the emergency services. The patient reported receiving a blood glucose reading of ¿50 mg/dl¿ on her sister¿s unspecified meter. When the ambulance arrived, the patient reported that she was treated with IV glucose and transported to the emergency room (ER). The patient reported receiving unspecified treatment at the hospital until her blood glucose stabilized and was discharged when her levels reached approximately ¿200 mg/dl¿. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and an approved sample site was used for testing. The cca confirmed the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged meter inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.